Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram images were obtained indicating a very low-positioned radiopaque lock. Dissection was present with stent placement proximal to the lock. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Ultrasound guidance and micropuncture were utilized to gain lower-positioned access. The arteriotomy was 9.5mm, with mild anterior calcification, anterior wall calcification, and moderate tortuosity throughout the iliac, with a measured deployment depth of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the expandable 14f procedural sheaths. Following the tavr procedure, activated clotting time (act) was 378, and 10k of heparin and 100mg of protamine were administered. An 18f manta was deployed to the measured depth, for closure in the right common femoral artery. Following deployment, moderate pulsatile bleeding from the side was seen. Balloon inflation was applied to tamponade, and a covered stent was deployed to address the bleed. Patient outcome was fine post-stent placement. The suspected root cause of the extended hemostasis requiring a covered stent may be potentially due to user error in poor patient selection due to having marked tortuosity and having low-positioned access. Low-positioned access may impede the collagen plug capability due to the possibility of not achieving an optimal seal and causing more difficulty to control bleeding. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The IFU posts a warning not to use manta if there is marked tortuosity of the femoral or iliac artery. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma and late arterial bleeding. The IFU procedure preparation instructs to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Event description:
It was reported that: pulsatile bleeding from side post deployment. Site treated with a peripheral balloon and covered stent during a tavr procedure. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: pulsatile bleeding from side post deployment. Site treated with a peripheral balloon and covered stent during a tavr procedure. Additional information has been requested from the account.